Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt attended the clinic as she had no hearing. The external equipment was checked and found to be ok. The pt's mother stated that the pt had suffered a trauma at school and then was no longer able to hear. Telemetry testing showed that 10 channels had hi impedance.